Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2017. Serial number: unknown, was not provided. Catalog #: a complete catalog number is unknown as serial number not provided. Expiration date: unknown, as serial number not provided. UDI #: a complete UDI # is unknown as serial number not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted. (B)(6). Device manufacture date: unknown, as serial number not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient had a fibrin reaction after the implantation of a pcb00v intraocular lens (iol). The patient was prescribed steroids and the case was cured completely. No additional information was provided. The doctor reported two cases. This report represents the second of the two reported cases.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing record was not reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.